Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient lost therapy due to ipg had reached end of life. It is unknown if this occurred prematurely. Additionally, the lead migrated. As a result, surgical intervention took place wherein the ipg and lead were explanted and replaced address the issue. Reportedly, therapy was restored post operatively.